Manufacturer narrative:
H11: additional manufacturer narrative: updated: g6, h2, h6 (component code, type of investigation, investigation findings, investigation conclusions). Corrected data: h6 (health effect impact code). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve... Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A device history record (DHR) review was performed, and no relevant non-conformances were identified. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including hyperlipidemia (hld).

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 3300tfx aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 6 years due to calcification with severe stenosis. Per records, the patient presented with progressive heart failure nyha iiib. Tee showed a well-seated aortic prosthetic valve with severe stenosis. The leaflets are moderately thickened and calcified with decreased mobility. Mg 38mmhg, no significant regurgitation.

Event description:
It was reported that a patient with a 29mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 6 years, 1 month due to calcification and severe degeneration. The tavr was performed with a 29mm 9755rsl valve. The patient was taken to recovery in stable condition post-procedure and discharge home in stable condition (date not provided). Per records, the patient presented with progressive heart failure nyha iiib. Pre-op tee showed a well-seated aortic prosthetic valve with severe stenosis (mg 38mmhg), the leaflets are moderately thickened and calcified with decreased mobility.